Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, loss of capture was noted on the right ventricular (rv) and left ventricular (lv) leads. Based on the electrical anomalies, the physician suspected the rv and lv leads were dislodged. The rv and lv leads were explanted and replaced to resolve the event. The patient was in stable condition following the procedure. Related manufacturer report number: 2017865-2021-06818.